Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a resistor, designator r1.  The resistor was out of tolerance.

Event description:
Physio-control was performing an annual preventative maintenance inspection on the customer's device when it was observed that it took an extended period of time to charge up to 360 joules (greater than 30 seconds). Additionally, once the shock was delivered, a service indicator appeared and only 330 joules was delivered to the test load. There was no patient use associated with the reported event.